Event description:
While provider was performing biopsy, he noticed the needle had some resistance. He removed the needle with the sample and inspected the needle, and noticed some barbs on the needle.